Manufacturer narrative:
Product complaint number # (B)(4). Component code: (B)(4) - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture)? Please provide more details. Could you please provide the alphanumeric lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name -(B)(4). Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6)2022 and suture was used. During the procedure, that suture broke during sewing skin in surgery and that the suture broke easily when it was pulled slightly. There were no patient consequences reported. Additional information was requested.